Manufacturer narrative:
E1: (B)(6) hospital. This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a combination of the ultrasonic surgical device, transducer, and generator were used to perform a low anterior resection for rectal cancer procedure. The procedure was completed without any particular issues as witnessed by an olympus sales representative. The day after the procedure, the patient exhibited bleeding from the rectum and was to undergo reoperation. It is unclear whether the subject device or the combination of devices was the cause. Upon further follow up by olympus, the customer reported that the patient was under general anesthesia during the first procedure. Reportedly, the source of the mild bleeding was from a vein and occurred from the abdominal cavity side. The surgeon checked the abdominal cavity and found no bleeding concerns. The area showing slight bleeding was cauterized with electrocautery knife, and the surgery was completed. The patient did not become hemodynamically unstable from the bleeding. There were no reports of further patient harm. When asked if any of the olympus devices caused or contributed to the bleeding, the customer responded that the cause for the bleeding cannot be definitively stated, but "if there is a possibility, it could be bleeding from the vein following incision of the thunderbeat type s." There was no malfunction in any of the olympus devices used.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h6, h11 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.